Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised. Patient fell and broke her pelvis, creating a pelvic discontinuity that allowed the bipolar head to pass through the medial wall of the acetabulum. The 48x26 bipolar component and 26 +0 lfit head were revised to a total hip construct with a gap shell, screws, poly liner, and 36 metal head. The stem was well fixed, well positioned, and not revised.